Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use states: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these instructions. Failure to do so may result in complications. The investigation determined the reported difficulties appear to be related to use error as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that a hi-torque winn 200t 300cm guide wire was used on (B)(6) 2019, and after the procedure, it was noted that the expiration date was 05/31/2019. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.